Event description:
A report was received that the patient was experiencing discomfort at the implant site. The patient will undergo an ipg replacement.

Manufacturer narrative:
Additional information was received that there will be no further course of action at this time regarding the ipg replacement.

Event description:
A report was received that the patient was experiencing discomfort at the implant site. The patient will undergo an ipg replacement.